Event description:
While a customer was using co bedside patient monitor, which was connected to co multiview workstation (central station monitoring system) using a wireless network communication system that patient status and patient alarm messages were sporadically being displayed at the central station. The user indicated that the patient monitoring system was operating satisfactorily, after the original wireless system installation, but later experienced a series of network communication problems.